Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient faced infusion set pulled out event on 08 jan 2026.